Manufacturer narrative:
The investigation for this report is ongoing. H3 other text : no indication of device return.

Event description:
As reported by implant patient registry, following a transfemoral aortic valve replacement, the 29mm sapien 3 valve was explanted 197 days post-implant for unknown reasons and replaced with a surgical valve.

Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2024-00759. This supplemental report is being submitted to retract the previously reported event. Per the initial report, 197 days post-implantation of a 29mm sapien 3 valve in the aortic position, the patient's valve was explanted and replaced with a surgical valve. Additional information received via medical records indicates the explant was related to endocarditis. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In this case, investigation results suggest mitral valve endocarditis caused or contributed to the valve explant. There was no allegation or indication an ew product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.